Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: customer reported complaint that alarm acknowledge key is not working. No clinical signs, symptoms or conditions. No health consequences or impact.

Manufacturer narrative:
It was reported that the function keys were not working during ventilation of a patient. No harm to the patient was reported. The event did not cause or contribute to a death or serious injury to a patient. The log files confirmed the issue. The root cause of the event was determined to be a defective front panel board. After replacing the front panel board, all calibrations passed and the device was released back into use.